Manufacturer narrative:
Patient/ device code: no information provided. The event is currently under investigation.

Event description:
It is alleged, "the [patient] received a gunther tulip filter on (B)(6) 2004 at (B)(6). " it is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged the [patient] received a gunther tulip filter on (B)(6) 2004 at (B)(6). Additional lot information received has been assessed. Complaint sent back to investigation for further review.

Manufacturer narrative:
(B)(4). The 510(k) k032426. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Additional information received (B)(6) 2017: patient alleges ivc filter placed on (B)(6) 2004. No attempts to retrieve. Patient cites no outcomes to the device. Patient alleges they are worried about future possible problems with the filter.

Manufacturer narrative:
Please see updated corrected information and remove previous comment: "additional lot information received has been assessed. Complaint sent back to investigation for further review.".

Event description:
It is alleged, "the [patient] received a gunther tulip filter on (B)(6) 2004 at (B)(6). " it is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.